Event description:
It was reported that this right atrial (ra) lead exhibited noise oversensing. Technical services reviewed available device data and noted the signals on the atrial channel correspond to myopotentials. Additionally, atrial tachy response (atr) episodes from (B)(6) 2023 show signals that are somewhat consistent with an integrity problem of the atrial thread with non-physiological signals. Since (B)(6) 2024, the atrial impedance has also fluctuated, where it was previously stable. Thorough lead troubleshooting was recommended to evaluate for possible lead impairment or possible subclavian crush. No adverse patient effects were reported. This ra lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).